Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 2000 ml vtbi (volume to be infused), for a duration of 24 hours. No further programming parameters were provided. At an unspecified time the delivery was started. After an unspecified length of time, the homecare pt reported the device alarmed several times for an unspecified alarm condition, which was not able to be cleared. The device was removed from clinical svc. Therapy was resumed the following day using a replacement device. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. The svc alarm code (B)(4) that was reported by the customer contact was noted in the device history but was not duplicated during testing. The device history was downloaded at the svc ctr. A review of the history indicates on (B)(6) 2011 at 1446 the device was programmed for tpn with taper up and down, a 1 hr taper up, a 1 hr taper down, a 2000 ml vtbi, for a 12 hr duration, a 2 ml/hr kvo rate (keep vein open), a 2010 ml container size. On (B)(6) 2011 between 2318 and 2321, the device was powered on, a new container was indicated, a priming volume of 3.6 ml indicated, delivery started and taper up began. On (B)(6) 2011 a new date stamp occurred. Between 0004 and 0020, 6 distal occlusion alarms occurred, silence key was pressed 5 times and the delivery was stopped. Between 0021 and 0023, 3 distal occlusion alarms occurred, the delivery was started and stopped 3 times, and the device was powered off. Between 0029 and 0037, the device was powered on 5 times, the delivery was started 4 times, svc alarm (B)(4) occurred 4 times. At 0037 the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.